Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the device and the display froze at the six picture screen. The issue was caused by the single board computer (sbc) printed circuit board (pcb). The repair of the ventilator is yet to be completed.

Event description:
During service, a ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.